Event description:
"Exploration of anterior vaginal wall and removal of foreign body" was performed during surgical procedure on 07/02. A piece of suture and sling were removed at the procedure.

Event description:
In 1999 the surgeon performed an in-tac sling/bone anchor procedure for bladder neck suspension. The patient's continence was restored following the surgery. Following patient complaints of thick discharge with odor at times, patient underwent 4 procedures (2 office visits and 2 hospital surgical procedures) to remove the eroding sling material and granulation tissue that was formed in the vaginal mucosa. Surgeries were performed three times in 2000 and once in 2001. "Tissue reaction to the sling material is a rare but potential complication for which sling removal is required", is included in the complications section of the labeling.